Manufacturer narrative:
The field service engineer determined there was poor vacuum to a vessel and the sipper nozzle was restricted. Nozzles and a vacuum valve were replaced. The customer ran calibration and controls; all results were acceptable. Precision studies were performed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, cl gen.2 on a cobas 8000 ise module. The initial sample values were reported outside of the laboratory. The sample was repeated and the repeat results were believed to be correct. The sample initially resulted with an na value of 118 mmol/l, which repeated as 142 mmol/l. The sample initially resulted with a k value of 3.9 mmol/l, which repeated as 4.7 mmol/l. The sample initially resulted with a cl value of 131 mmol/l, which repeated as 103 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.